Event description:
Information received indicates the brake will engage but does not hold.

Manufacturer narrative:
The technician found the screw broken in the hex rod. The technician replaced the hex rod and screw to repair the stretcher.